Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 80% stenosed lesion was located in the severely tortuous and severely calcified proximal and distal left anterior descending artery. It is noted that the balloon catheter was difficult to load on the guide wire. There was strong resistance while advancing the 1.5x8mm apex monorail balloon catheter to the lesion. The balloon was able to cross the lesion. On the first inflation, the balloon ruptured at 6 atmospheres. The balloon was removed intact. The pre-dilation was completed with another 8x1.5mm apex balloon. An unknown size taxus stent was implanted in the lesion. The stent was post-dilated with a quantum balloon. The procedure was completed. No patient complications were reported and the patient status was "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.